Event description:
It was reported that the patient had diaphragmatic stimulation. The doctor noted insulation fractures during the lead revision, so the lead was removed. A medsun report was subsequently received reporting the same. Lead replacement was not possible due to the patient's anatomy. No patient complications were reported as a result of this event.